Event description:
It was reported to medtronic minimed that the customer experienced an issue with the inpen, where the button on the top had popped out, and the dose knob/dial was slipping. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed and dose knob/dial slip was greater than 1.0 unit. The customer was instructed to discontinue use of the inpen and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the inpen. Mmt-105nngyna was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
System is not accepting 3194 (adhesive) as component code and investigation findings code. Hence, mentioning it here. Type of investigation: investigation findings: investigation conclusions: 10 3194 140 unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Unable to perform functional test due to physical damage. Inpen passed front cap investigation. Unable to confirmed misalignment due to missing injection button. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Therefore, the customer concern of physical damage to dose button is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.